Manufacturer narrative:
(Exemption number e2015033). (B)(4). Based on the received information, the patient's auditory and non-auditory sensations were most likely due to device unrelated medical conditions, as those were experienced when the external processors were off the head. Furthermore, during device investigation damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time, which might have contributed to the observed lack of benefit with the device.

Event description:
The patient has been explanted on (B)(6) 2016, due to experiencing auditory and non-auditory sensation when the externals were off the head (eg: when combing hair, touching the area). Additionally, the patient had not worn the externals in quite some time as he did not receive benefit with the device on and would like it removed.